Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting high capture threshold and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable before, during and after the procedure.